Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after receiving the replacement pump, the pump was connected to a power source for an extended period of time however, still would not come on. Customer stated multiple usb cables and power sources were attempted unsuccessfully. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.